Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed the first priming got completed prematurely, resulting in early completion of second priming. Timeouts and drive stall were observed in the beginning of the pod operation data that caused failure in deploying needle, even after completing the priming sequence. The actual cause of the timeouts and drive stall could not be determined. Bottom and middle batteries were measured to be lower than the expected normal voltage. Shelf mode current was found to be higher than the specification limit, that contribute to low battery power. It could not be conclusively determined if it linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.